Event description:
A report was received that the pt is experiencing discomfort from the current ipg location. The physician repositioned the pt's ipg deeper as it was shallow inside the pocket. The pt is doing well following the revision.